Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient experienced a cgm accuracy issue which occurred 3 days after sensor insertion into the abdomen. On (B)(6) 2024, around 8am, the patient¿s cgm was reading between 132-142 mg/dl and the patient lost consciousness. No bg meter comparison value was reported. The patient was wearing an omnipod insulin pump. At some point after the patient passed out, the cgm provided an ¿urgent low¿ alert. The patient was brought to the emergency room (it was not specified by who). The reporter then refused to provide dexcom with any further event information, as she did not want to disclose any of her son¿s medical information. The patient was currently in the hospital at the time of the report. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of loss of consciousness.